Event description:
It was reported to boston scientific corporation that while unpacking, it was noticed that the expiration date indicated on the outside box of the percuflex plus ureteral stent kit was march 31, 2015. However, the expiration dates indicated on the individual component labels, inside the box, state the expiration dates are january 2015, february 2015 and february 2016. It is unknown which component was labeled with which expiry date.

Event description:
It was reported to boston scientific corporation that while unpacking, it was noticed that the expiration date indicated on the outside box of the percuflex plus ureteral stent kit was march 31, 2015. However, the expiration dates indicated on the individual component labels, inside the box, state the expiration dates are january 2015, february 2015 and february 2016. It is unknown which component was labeled with which expiration date.

Event description:
It was reported to boston scientific corporation that while unpacking, it was noticed that the expiration date indicated on the outside box of the percuflex plus ureteral stent kit was (B)(6), 2015. However, the expiration dates indicated on the individual component labels, inside the box, state the expiration dates are (B)(6) 2015 and (B)(6) 2016. It is unknown which component was labeled with which expiry date.

Manufacturer narrative:
Additional information received on june 29, 2012 provided the lot number and expiration date for each device packaged within the kit. The percuflex plus ureteral stent has an expiration date of january 2015, from lot # 1493711. The catheter packaged with kit has an expiration date of february 2016 from lot # 1504919, and the zipwire guidewire has an expiration date of february 2015 from lot # 10093908.

Manufacturer narrative:
Correction: the previously reported lot number 1493711 should be 14937107 for the stent component of the kit. Analysis of the returned percuflex plus ureteral stent kit revealed that the expiration date on the label of the kit does not match the labeling on the internal components. The individual components inside the kit were adequately identified. The incorrect expiration date was related to the label found on the kit. An investigation has been opened to address this issue.